Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. The patient's daughter did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).